Event description:
Additional information was received indicating an invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range pacing impedance measurement. It was also noted that the pacing threshold measurements had been increasing. A venogram was performed and no access was available to place a new lead. The lead will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found calcified body fluid covering the proximal shocking coil and on the distal tip of the lead. Laboratory analysis concluded calcification at these locations could have impacted the impedance measurements.